Manufacturer narrative:
This case was initially thought to be the first report of this incident and reports were submitted. However, after further investigation it was detemined that this case is a duplicate of philips reference (pr) (B)(4). Please refer to pr(B)(4) for the full investigation of this issue. The parent record has been closed as a duplicate. No further action is required at this time.

Event description:
It was reported to philips that the heartstart mrx als defibrillator failed the therapy energy meterage test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.